Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2013 and a reservoir was used. When activating the device, it had inadequate suction. It is unknown how the procedure was completed. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification. The reservoir was tested for functionality and was found to be fully functional.